Manufacturer narrative:
Device evaluation of battery charger/modem sn: (B)(4) has been completed. The reported problem (will not power on) has been confirmed. Upon investigation the battery charger/modem was unable to power up. The cause for the failure was isolated to a defective power supply brick connector. The pins were recessed on the connector. The cause of the recessed pins cannot be positively identified but is likely excessive force placed on the connector. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor contacted zoll to report that charger/modem sn: (B)(4) will not power on.